Manufacturer narrative:
The reported malfunction was observed and attributed to a loose tranducer hose. The hose was reattached and annual preventive maintenance was performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to ventilate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.